Manufacturer narrative:
A steris service technician arrived onsite to inspect the atlas transfer carriage and was unable to duplicate the reported event. The unit was found to be operating properly. Through follow-up with user facility personnel, the technician learned that facility personnel had not ensured the loading car was properly engaged with the transfer carriage. This allowed the loading car to disengage from the transfer carriage resulting in the reported event. The operator manual states (1-1), "warning - prevent physical injury: always positively latch loading car to transfer carriage when car is outside sterilizer. Per the customers request, the technician proactively replaced the front guide mechanism for the transfer carriage, tested the transfer carriage, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury to their finger while operating their atlas transfer carriage. Medical treatment was sought and administered.